Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noted in the infusion tubing for two days. The customer reported elevated blood glucose (bg) levels between 341-450 (mg/dl). Manual injections and correction boluses were delivered to address bg levels. The customer changed the cartridge and infusion set the first time the air bubbles were notice but the air bubbles recurred. The customer then changed the cartridge, infusion set, and site. The air removal step was also performed prior to filling the cartridge with insulin.